Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the power inlet module and power cord were broken, and the receiver and vacuum pump capacitor needed to be replaced. The power inlet module, power cord, vacuum pump capacitor, and receiver were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported the end of the cord that plug into the cart appeared to be burnt and the unit would not power on. The event occurred during a case and there was no harm and no procedure delay. An alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.